Manufacturer narrative:
(B)(4). Approximate age of device ¿ 38 days. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital due to low hemoglobin, and was diagnosed with gastrointestinal bleeding. The patient's hemoglobin level was 6 g/dl, with an inr of 8. The patient received blood products and vitamin k, and the inr was lowered. The patient's hemoglobin improved with the blood products. No additional information was provided.